Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "IV team called to assess PICC line. White lumen found with crack where portion of white leg meets white portion that needleless connector attaches to. This leg of the PICC (peripherally inserted central catheter) was clamped and betadine gauze was wrapped around the break. Md aware and advised to consult ir (interventional radiology) to coordinate with pt's already scheduled operating room procedure tomorrow." Additional information received 3/24/2025: it was reported line last rewired new on (B)(6) 2025: catheter type: 4 fr, 2 lumen catheter, 19 cm in length, PICC line, power injectable. Break identified on (B)(6) 2025. Dressing applied: occlusive dressing applied, PICC sutured to skin to avoid accidental dislodgment. The line is sutured with 0.5 cm external length, and a 3m chg occlusive dressing was applied over the site. The line was rewired.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.